Event description:
Misfired clips. Device removed from field immediately. Manufacturer response for ligaclip, (brand not provided) (per site reporter): via email---can you please inquire as to what "misfired" means... Whether the clip misformed, did the clip shoot out, were there no clips? I would need as much information as possible. Thanks very much.